Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had called to say that they experienced an increase in stimulation. There were no factors that may have led or contributed to the issue. It was reported that the patient had increased stimulation earlier and they stated that a sudden movement or position change made it feel like their stimulation had increased. The rep told the patient to decrease stimulation to a comfortable level. Once they decreased stimulation their issue was fixed. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.